Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') and autoimmune arthritis ('autoimmune disorder type of disorder: arthritis,') in an adult female patient who had essure (batch no. C61082- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2009, codeine phosphate;paracetamol (tylenol with codeine), ibuprofen (motrin) and medroxyprogesterone acetate (depo provera) from 2013 to 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune arthritis (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), fungal infection ("infection (other) describe: yeast,"), migraine ("migraines"), headache ("headaches") and anxiety ("psychological or psychiatric problems condition: anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hormonal changes describe: hot flashes") and mood swings ("hormonal changes describe: mood swings,"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain/ knee pain"), abdominal distension ("bloating") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingooophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, autoimmune arthritis, bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, hot flush, mood swings, fungal infection, migraine, anxiety, weight increased, abdominal pain and back pain outcome was unknown and the tooth disorder, dysmenorrhoea, headache, arthralgia, abdominal distension and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, autoimmune arthritis, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 142 kgs. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, most recent follow-up information incorporated above includes: on 16-jul-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in an adult female patient who had essure (batch no. C61082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2009, codeine phosphate;paracetamol (tylenol with codeine), ibuprofen (motrin) and medroxyprogesterone acetate (depo provera) from 2013 to 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthritis ("autoimmune disorder type of disorder: arthritis,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), fungal infection ("infection (other) describe: yeast,"), migraine ("migraines"), headache ("headaches") and anxiety ("psychological or psychiatric problems condition: anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hormonal changes describe: hot flashes") and mood swings ("hormonal changes describe: mood swings,"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain/ knee pain"), abdominal distension ("bloating") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingooophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, arthritis, bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, hot flush, mood swings, fungal infection, migraine, anxiety, weight increased, abdominal pain and back pain outcome was unknown and the tooth disorder, dysmenorrhoea, headache, arthralgia, abdominal distension and urinary tract infection had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, arthritis, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, most recent follow-up information incorporated above includes: on 11-jul-2019: pfs& mr received reporter information, lot no was added. Case become incident injury nos replaced by new event added pelvic pain female, vaginal bleeding, menorrhagia, arthritis, bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hot flashes, mood swings, yeast infection, migraines, headaches, anxiety, weight gain, abdominal pain, back pain, joint pain/ knee pain, bloating, urinary tract infection. Severity added , abdominal pain, back pain, joint pain/ knee pain pelvic pain female. Outcome added / knee pain, headaches, bloating, , dental problems, , urinary tract infection, dysmenorrhea (cramping). Concomitant drugs and medical history were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.